Manufacturer narrative:
Results: the benchmark dc was fractured approximately 12.0 cm from the hub and the coil winding was unraveled. The distal tip of the benchmark dc was ovalized. Conclusions: evaluation of the returned device confirmed it was fractured and the coil winding was unraveled. The fracture of the benchmark dc may have occurred due to forceful handling at extreme angles during removal from the packaging tube. If the benchmark dc is further manipulated after it becomes fractured, the coil winding may become unraveled. Further evaluation revealed the distal tip was ovalized. This damage likely occurred due to forceful gripping of the benchmark dc during removal from the packaging. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed that the benchmark 6f 071 delivery catheter (benchmark dc) broke near the hub upon removal from the packaging. The damaged benchmark dc was found prior to use and therefore, the benchmark dc was not used for the procedure. The procedure was completed using a new benchmark dc.